Manufacturer narrative:
Final analysis found that the insulation was abraded at 21.5 cm to 21.9 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. The reported event of ¿amplitude of the noise¿ and ¿inappropriate mode switching¿ were confirmed. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-16247. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch. During the procedure, while extracting the atrial lead, the right ventricular - rv lead dislodged. The atrial and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.